Event description:
It was reported that the right ventricular (rv) lead exhibited high shock impedance during a device changeout. It is unknown if the impedance was out of range. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.